Manufacturer narrative:
The patient underwent successful revision to a mets distal demur/proximal tibial replacement. The reported cause of the revision is due to infection. There is no indication at this time that the reported infection was attributed to the device. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed, and is being tracked and trended.

Event description:
It was reported that the patient underwent a revision of the custom smiles total knee replacement implant due to infection. The surgeon has confirmed that there is no mechanical failure of device. The implant was removed, the surgeon performed a thorough debridement and implanted a mets distal femoral / proximal tibial replacement. The implant is not available to be returned to stanmore implants for testing and investigation. (B)(4).

Manufacturer narrative:
The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It was reported that the patient underwent a revision of the custom smiles total knee replacement implant due to infection. The surgeon has confirmed that there is no mechanical failure of device. The implant was removed, the surgeon performed a thorough debridement and implanted a mets distal femoral / proximal tibial replacement. The implant is not available to be returned to stanmore implants for testing and investigation. (B)(4).